Event description:
Helathcare professional reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued e1 -- alternate phone numbers: (B)(6). Continued e1 -- alternate email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Helathcare professional reported "rupture". This record is for the right side. The device was explanted.